Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material separation (tip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that when removing the 6x15mm herculink elite from the packaging the tip was noted to be separated. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.